Event description:
It was reported that during a routine supply change, a connector from lot 33231 would not twist to lock into the ilet even when attempted with and without the cartridge, and the user proceeded with another connector from the same lot that functioned as expected. Symptoms included no reported clinical effects. Outcomes included no impact on health, no alerts or alarms, and no need for replacement supplies. Investigation included user troubleshooting and education completed by phone. Investigation of this case revealed a suspected device connection/fitting issue related to the connector component, with the malfunction not reproducible after switching to a new connector from the same lot. It was concluded, based on previously established findings for similar reports, that the cause was an isolated component malfunction.